Manufacturer narrative:
The technician found the inner stem of the brake caster was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).